Event description:
Additional information was received from a consumer (con). It was reported that the patient had been having kidney problems since their device was put in. They were very unhappy with the system and was at the top of what they could do with it. They confirmed that they had already tried multiple reprogramming sessions and it wasn't working for them. They wanted to know if the manufacturer was planning to take care of any of this. They stated that they had talked to an attorney.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that he had c. Difficile and the device never helped his symptoms. The patient reported that he kept playing with it, but he could not get it under control. The patient reported that they kept playing around with medications, changing his medications around but nothing helped until he went to a doctor that diagnosed c. Difficile and started treating him for it. The patient reported that he was on pills for 4 months and could not leave his house because he was contagious. The patient reported that he just got a clean bill of health on the week prior to the report. The patient reported that his ins had been shut off since (B)(6) 2016. Additional information was received from the patient¿s managing physician and it was reported that they did not treat the patient for the c. Difficile.

Manufacturer narrative:
Additional information received indicated this event was now reportable for serious injury due to the removal of the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were having the device removed on (B)(6), and have a different company analyze the device. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.